Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive single port (sp) monopolar curved scissors (mcs) to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. For clarification, the instrument was found to have scratch marks/abrasions on the instruments tube adapter. There was no material missing as a result. The scratch marks/abrasions most likely occurred during installation/removal of the mcs tip accessory. Additional findings not reported by site: the instrument was found to have a cracked chassis. The cracks measures approximately 0.62mm x 15.94mm. There was no material missing. The root cause of this failure is attributed to user. Scratches or abrasions to the tube adapter are deemed cosmetic damage. The probable root cause is attributed to damage during use. Excessive contact with abrasive or hard surfaces during tip accessory installation can also cause scratch marks.

Event description:
It was reported that prior to starting a da vinci-assisted urology surgical procedure, the single port (sp) monopolar curved scissors (mcs) instrument had a chip at tip of instrument. The procedure was completing as planned with no reported injury.